Event description:
It was reported that log files were submitted for review for the patient who had their pulsatility index (pi) periodically go up to 9 from a baseline of 3-5. These events were intermittent, and during that time the patient felt a sucking in their chest. The patient said the pi changes were not correlating to any activity that they were doing. The log files captured a lower flow of 2.4 lpm on 12mar2026 at 07:33 but was not sustained long enough to trigger the audible alarm. This lower flow was likely patient related as these were associated with elevated pi values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient experienced elevated pi and the patient reported a sucking in their chest. The patient also stated the pi changes were not correlating to the activity that they were doing. Log files confirmed a low flow flag and intermittent pulsatility index (pi) events associated with a sucking in the patient's chest; however, a specific cause for these findings could not be conclusively determined through this evaluation. Review of the submitted log files confirmed intermittent pi events throughout the event log file; a low flow fault was captured on (B)(6) 2026 that did not trigger for long enough to trigger an audible alarm. Elevation in the pi value was also noted during the low flow event. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including flow, power, and pi. Pump flow is a calculated value that is estimated based on pump power. The IFU explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). This document states that the low flow alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.